Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that the ins was not sitting flat/ flush so the doctor performed emergency surgery on (B)(6) 2015 and sutured it down better and the issue was resolved. The patient developed pain at the incision site, shooting pain that made her jump. There was no trauma or falls related to this issue. Onset of these symptoms was reportedly sudden on (B)(6) 2015. The whole right side of her back was sore like she pulled a muscle and the patient could not get out of bed due to the pain. Of note, the patient was getting 50% symptom relief. The health care provider (hcp) reported via a manufacturing representative that the patient was having pocket site pain persisting two weeks following a pocket revision. The doctor felt the implant and the battery had twisted which led to the revision. The battery turned off on (B)(6) 2015 as the pains persisted. It was unknown if the issue was resolved. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The consumer reported after surgery ((B)(6) 2015), her battery "popped out" and was at a 90 degree angle. She was able to flip the device with her hand. It was "not through the skin, just sticking out" of the patient's back. It was noted the physician did not stitch it down. The patient had emergency surgery, which resulted in shooting pain, as previously noted. The ins was moved to the left side of the back on (B)(6). This resolved the shooting pain at the incision site and soreness on the right side of the back. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
See MFR. Report #3004209178-2016-01565 regarding subsequent burning pain and infection that the patient experienced. (B)(4).

Event description:
Additional information received from the patient reported that one week post-operatively, she started experiencing constant severe stabbing pain that increased with movement. The device was taken out and relocated to another part of her back to resolve the implantable neurostimulator (ins) not sitting flat. It was moved to the left side to resolve the shooting pain at the incision site and soreness in the right side of the back. She partially still had a burning pain, but it was dull on the right side.